Event description:
I elected to have breast augmentation and my doctor used allergan natrelle 15-286 sn# (B)(4) and placed under the muscle. From day 1 I was numb entirely. Only got about 10% feeling back. I was told it would come back gradually... It never did. About six months after implants I started losing hair greatly. I lost a third of my hair. A year after getting implants my period completely stopped. Four years later I started having breast pain at the top of the breast. I could not find a good position to sleep at night every single night they hurt like a toothache. My arms and hands would ache like never before. I called my doctor fall of 2020 to see about getting them removed, which I had to put on hold because my mother got sick with covid and passed away (B)(6) 2021. I was devastated and had responsibilities with her burial and estate. I put up with the breast pain and arm pain until (B)(6) 2022 when I had them removed by a different surgeon than who had placed them. I am recovering, but these items are just not safe and I wish I'd had known or was warned prior to getting them implanted as I never would've done so. They need removed from the market. I'm not sure if mine were actually recalled or not, but they are still bad and caused me a lot of issues. Since having them removed, I have been able to sleep through the night w/o pain. My arms and hands are getting better and my scalp has new hair growth which I haven't seen since 2016. Even after surgery with new scars and drains, my sleep has been more comfortable than it has been in the last six years. FDA safety report ID # (B)(4).